Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. During the analysis of the returned device, it was revealed that the delivery wire was broken. In addition, the delivery wire was kinked. No functional test could be performed due to the delivery wire being broken. Based on the information currently available and the device inspection, it is likely that the damage on the delivery wire is due to the handling of the device during the clinical procedure, upon removal of the device from the packaging, or preparation of the device prior to use. As assignable cause of human factors issue will be assigned, as it is most probable that the device sustained damages due to handling.

Event description:
After analysis of the returned device, it was reported that the coil delivery wire had broken. There were no reported patient consequences.